Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view thus, the cutting wire and the endoscope were being close to each other which might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. Moreover, an electrical discharge possibly occurred, and the cutting wire became instantly hot which might have caused the cutting wire to break and since the cutting wire was broken, it was felt that the cutting wire was no longer energized. Hence, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use: drawing no.rk2599 revision no.2: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sphincterotome knife wire broke. The issue occurred during a therapeutic endoscopic sphincterotomy procedure that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.